Event description:
Additional information reported on 10/21/2013 stated that when the patient went in for a consult with her physician on (B)(6) 2012, it was discovered that the left buttock was infected and it spread to where the battery was. It was noted that she has had issues for the last several years in her left buttock.

Event description:
Additional information received reported that the patient had followed up with physicians, including an infectious disease physician, who prescribed her an antibiotic. It was stated that the patient was 'off' antibiotics and the infection had 'cleared.' The patient reportedly was not aware of the etiology of the infection. It was noted that the patient did not have a new neurostimulator. Patient was redirected to her healthcare provider.

Event description:
It was reported that the patient had an infection. The reporter stated that in (B)(6) 2012, the patient started not feeling well. The patient checked her temperature and noted that it stayed around 101 degrees f. It was stated that the patient noticed redness at the implant site and there was a "big pooch" over the device ((B)(6) 2012). It was further stated that the patient went to her healthcare professional (hcp) the next day and was admitted to the hospital. The hcp aspirated the implant site and said "oh my god." The device was explanted the next day; leads were left in. It was noted that the patient was just recently taken off antibiotics. The reporter stated that the last few times she recharged, she noticed heating at the implant site. The cause of the infection was unknown. Additional information was requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Product ID 748925, serial# (B)(4), product type extension; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012,: product type lead; product ID 3888-33, lot# j0333780v, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type lead; product ID 3888-33, serial# (B)(4), implanted: (B)(6) 2003, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-09, lot# lb5847, implanted: (B)(6) 2003, product type accessory; product ID 3550-09, serial# (B)(4), implanted: (B)(6) 2003, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient's hcp clarified the event on (B)(6) 2013. The hcp saw the patient on (B)(6) 2012 and she was admitted to the hospital. The patient has had a history of some form of infection in her left buttock and it has occurred on numerous occasions. The infection flared up. She had periodic development of small blister-like lesions in the left gluteal area for several years and about a week ago she developed one of these lesions. She applied alcohol. About 5 days ago there was increasing redness in the left gluteal area. She experienced a fever up to 100.4 (intermittent over the last 4 days), which was associated with chills, rigors and diaphoresis. Upon examination by her hcp on (B)(6) 2012 the buttock was severely red and inflamed. The swelling was severe on the left buttock but minimal on the right. The battery area was aspirated and purulent fluid was obtained. She was already on antibiotics. The left buttock infection spread to the ins site. The erythema started initially in the left gluteal area and gradually spread across both the gluteal cheek. She had bilateral buttock cellulitis. She started to experience increased pain at the ins site. The area in her lower back and upper buttocks became significantly tender. The pain was much worse, rated 7/10 but was localized to the right buttock region. She also had a right temporal headache and mild dizziness since the onset of her fevers. The abdominal pain was very mild. Systemic inflammatory response syndrome was suspected. The spine area looked pristine and there was no pain or bogginess there. The patient did have bilateral shoulder and knee arthroplasty and her hcp did express concern with bacteremia and secondary seeding of these joints. A superficial ultrasound was performed on (B)(6) 2012 and an abscess was ruled out. The battery was easily identified with no fluid collections. Soft tissue was around the battery with minimal edema. On (B)(6) 2012 the buttock area was remarkably better and the redness had dramatically decreased. The pain in the back and gluteal area was 3-4/10 and she had no fever or chills. She underwent surgical intervention and had the ins removed. The purulent fluid was evacuated. Multiple liters of hand irrigation washed the area and the pocket site was scraped to remove any of the membranous tissue. Antibiotic beads were prepared. The antibiotics administered were: ampicillin-sulbactam, ceftriaxone, piperacillin-tazobactam and vancomycin. The patient had a PICC line inserted because she needed IV access for long-term IV antibiotic therapy. On (B)(6) 2012 the patient felt better. The pain improved, a dull ache of 2-3/10, and was mainly confined to the right gluteal area near the ins battery removal site. She did have occasional sharp pain of 8/10 in the right gluteal area near the ins battery removal site. She was tolerating the antibiotics and continued to have no fever or chills. The anaerobic and blood cultures were negative. The wound cultures from the aspirated fluid was positive for moderate beta streptococcus group b (s. Agalactiae). On (B)(6) 2012 the pain and redness was better. The pain was considered mild. There was drainage from the incision site and the dressing got wet. A new dressing was placed. The wound had healed well. The patient was switched to the antibiotic rocephin and her dressings would continually need to be changed. She was discharged from the hospital on (B)(6) 2012. She was to follow up with her primary care physician in 1 week, orthopedic physician in 1-2 weeks and the infectious disease physician in 1 week.